Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient was in the hospital and needed an MRI for back pain. It was noted the MRI procedure was not due to a problem with the patient's device or therapy. It was unknown if the reported symptoms were related to the patient's device or therapy. It was unknown when the patient's back pain began and it was unknown when the patient was admitted to the hospital. It was noted the hcp saw a body icon on the patient programmer (pp), so the patient was full body MRI eligible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.